Event description:
It was reported that during a photoselective vaporization procedure of the prostate, when the console footswitch was pressed, there was a noise heard from the top cover and the screen froze. The staff attempted to restart the console; however, the same anomaly occurred. There were no clinical consequences to the patient. The staff cancelled the procedure and woke up the patient. It was further noted that the field service engineer (fse) onsite identified that the laser would not fire, and the touch screen and foot pedal were unresponsive. The fiber fires for 3 seconds and it switches off. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, when the console footswitch was pressed, there was a noise heard from the top cover and the screen froze. The staff attempted to restart the console; however, the same anomaly occurred. There were no clinical consequences to the patient. The staff cancelled the procedure and woke up the patient. It was further noted that the field service engineer (fse) onsite identified that the laser would not fire, and the touch screen and foot pedal were unresponsive. The fiber fires for 3 seconds and it switches off. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.